Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of unknown. The customer¿s blood glucose level was 264 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as vomiting and diarrhea. The customer treated with the intravenous drip and emergency room. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer not sure was using auto mode feature. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.